Event description:
During ptca with maverick balloon in a very tortuous area of lad following multiple attempts with guide wires to get through stenotic area, after balloon angioplasty was performed a perforation occurred in lad. Perforation required placement of jomed stentin 2007 and eventually a peri cardial window the next month. Patient stable after window.